Event description:
It was reported that the implantable pulse generator (ipg) device delivered inappropriate anti-tachycardia pacing (atp) therapy for atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the right atrial (ra) lead exhibited undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.